Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -gif/cf/pcf-170 series operation manual chapter 3 preparation and inspection shows how to detect the event. -gif/cf/pcf-170 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported that the air duct was clogged and air came out weakly from the cfh170i colonovideoscope. There were no reports of patient harm. Inspection and testing of the returned device revealed a black sticky foreign material inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, a black foreign sticky material was found in the nozzle, likely caused by insufficient cleaning, which caused the water supply volume test to fail. In addition, the objective lens had worn adhesive, cracks, chips and stains; the light guide lens had cracks, chips, and staining; the a-rubber had cracked adhesive, deterioration, staining and separation on thread-wound sections; the aw cylinder and s-cylinder had discoloration, switch 1 was damaged; the switch box was scratched, the c-cover had a scratch, the connecting tube was wrinkled, and the universal cord was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.